Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level ranging from 40-300 mg/dl; cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.